Event description:
It was reported that the user experienced hyperglycemia after the ilet ran out of insulin during travel, resulting in approximately six hours without insulin delivery until supplies were replaced and insulin delivery was resumed; the user reported unusually high insulin use over one day and performed a manual subcutaneous insulin injection to correct. Symptoms included elevated blood glucose over 400 mg/dl without loss of consciousness or other acute complications. Outcomes included temporary interruption of therapy, user-performed corrective action with a manual injection, and subsequent reduction in glucose after resuming insulin delivery, with no medical intervention or hospitalization. Investigation included technical support troubleshooting and user education on supply change and reconnection. Investigation of this case revealed no device alarms or alerts, successful resumption of insulin delivery after cartridge and site change, and an undetermined root cause for the elevated insulin use and hyperglycemia during the disconnection period. It was concluded that the event was consistent with hyperglycemia associated with interruption of insulin therapy, with cause unclear for the reported rapid insulin consumption prior to depletion. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
His MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance